Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to decreasing r-wave amplitudes and decreasing impedance measurements. In addition, intravenous antibiotics were administered. Additional information received reported that r-waves had dropped from >10 mv at implant to 2mv at lead revision, and pace impedance measurements had dropped from 800 ohms to 300 ohms. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.